Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to our service centre in (B)(4). The device was then sent to fisher & paykel healthcare (B)(4) where it was visually inspected. The manometer was also visually inspected and performance tested. Results: visual inspection revealed that the gas outlet port was broken off the device. The manometer of the device was found to be out of specification when performance tested. A lot check revealed no other complaints of this nature for lot number 080216. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff infant resuscitator units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the reported damage occured after the subject neopuff infant resuscitator was received for distribution. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator had broken off and the front fascia was damaged. A service of the device was requested. No patient consequence was reported.